Event description:
It was reported that during the transform balloon assisted embolization of the unruptured aneurysm, the patient developed a thrombus at the neck of the aneurysm causing partial occlusion. Thrombus was resolved completely with iib/iiia inhibitors. No further details were provided.

Manufacturer narrative:
Event date: the exact date of the adverse event is unknown. The patient was treated between (B)(6) 2012 and (B)(6) 2014. The device is not available to the manufacturer.

Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that during the transform balloon assisted embolization of the unruptured aneurysm, the patient developed a thrombus at the neck of the aneurysm causing partial occlusion. Thrombus was resolved completely with iib/iiia inhibitors. No further details were provided.